Manufacturer narrative:
Component and conclusion code grids updated.

Event description:
It was reported to philips that the touch screen is not working correctly. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.